Event description:
Customer reported system locked up. When trying to play a cine run.

Manufacturer narrative:
Service representative reloaded m4 software, config files, reformatted cine drive. System working as intended.